Manufacturer narrative:
Other text: device evaluation- the device was returned for evaluation. No problems were found with the delivery function of the pump or with the pump giving an inappropriate message. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly.

Manufacturer narrative:
(B)(4). Occupation: technical support associate.

Event description:
Information was received indicating that a smiths medical cadd legacy pca pump's control volume was not correct. The pump was tested by customer care and the issue persisted. There was no patient involvement.